Manufacturer narrative:
Findings: the insulin pump received no button response due to corroded keypad traces. There was no moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window. The unit received cracked case display window corner. The insulin pump recieved belt clip slot.(B)(4)

Event description:
It was reported that the customer received moisture damage because they wore the insulin pump while swimming. The customer's blood glucose was unknown. No further information was reported.